Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by +6.45%. No patient injury reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's problem was duplicated. Run three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Found fluid ingression on pump by the chassis base of the expulsor, which damaged into the expulsor gasket and causes an inconsistent delivery issue. Expulsor assembly will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.